Event description:
No blood glucose levels reported. The customer reported a no delivery alarm from the insulin pump. No additional info was provided.

Manufacturer narrative:
Failure analysis revealed that all operating currents are within specification. No unexpected low battery or off no power alarms noted. The motor error alarm noted during rewind due to corroded motor assembly. Unable to confirm no delivery alarm and unable to complete the functional test including displacement test, occlusion test, prime, and excessive no delivery alarm test due to the motor error alarm. The device was received with cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).